Event description:
Caller stated victim was having a reaction to this chemical and wanted to know what type of gloves she could wear when working with this chemical. Info received through a chemical emergency response center. Female mid 40's, dematitis of the hands.